Event description:
Rn reported that the y-connector in microbore tubing pulled apart while connected to a central line. The affected lots were pulled and returned to the manufacturer's representative.